Event description:
The customer contacted physio-control to report that their lifepak 15 defibrillator/monitor unexpectedly lost power multiple times during inspection. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device evaluated by MFR of the initial medwatch report indicates: device evaluated by manufacturer ¿ no and reason for no evaluation - device evaluation anticipated, but not yet begun. Device evaluated by MFR of the initial medwatch report should indicate: device evaluated by manufacturer ¿ yes and reason for no evaluation - blank. Physio-control replaced the system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the system pcb assembly removed from the customers device and determined that an inoperable y1 crystal on the single board computer is the cause of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio determined the system pcb assembly was the cause of the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their lifepak 15 defibrillator/monitor unexpectedly lost power multiple times during inspection. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.